Event description:
Insuflation box ins045 in or 1 stated air seal was partially occluded and rn had to change air seal tubing per physician request while robot was docked on the patient. New air seal tubing fixed the issue.